Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081326) on 29-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("device dislocation essure devices were entering the endometrial cavity"), abdominal pain ("the right side of my abdomen would a bit a few days before my period/I began experiencing severe pain on the right side") and hydrosalpinx ("there was fluid around the right device .") In a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain (seriousness criterion disability), uterine cyst ("uterine cysts") and hydrosalpinx (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, uterine cyst and hydrosalpinx outcome was unknown and the abdominal pain had not resolved. The reporter provided no causality assessment for abdominal pain, device dislocation, hydrosalpinx and uterine cyst with essure. The reporter commented: the seriousness criteria ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure device were entering the endometrial cavity. There was fluid around the right device and a uterine cysts 9x8 near the right device as well. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081326) on 29-nov-2018. The most recent information was received on 24-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('device dislocationessure devices were entering the endometrial cavity'), abdominal pain ('the right side of my abdomen would a bit a few days before my period/I began experiencing severe pain on the right side') and hydrosalpinx ('there was fluid around the right device .') In a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion disability), uterine cyst ("uterine cysts") and hydrosalpinx (seriousness criterion medically significant). The patient was treated with surgery (essure removal, oophorectomy and ablation on (B)(6) 2012). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine cyst and hydrosalpinx outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, device dislocation, hydrosalpinx and uterine cyst to be related to essure. The reporter commented: the seriousness criteria ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure device were entering the endometrial cavity. There was fluid around the right device and a uterine cysts 9x8 near the right device as well. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Essure removal information was added. Reporter causality for events device dislocation, uterine cyst, abdominal pain and hydrosalpinx were changed from not reported to related. Action taken with drug was changed to drug withdrawn. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(6)) on (B)(6) 2018. The most recent information was received on 21-jul-2020. This spontaneous case was reported by a consumer, and describes the occurrence of device dislocation ('device dislocation essure devices were entering the endometrial cavity'), abdominal pain ('the right side of my abdomen would a bit a few days before my period/I began experiencing severe pain on the right side') and hydrosalpinx ('there was fluid around the right device'). In a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion disability), hydrosalpinx (seriousness criterion medically significant) and uterine cyst ("uterine cysts"). The patient was treated with surgery (essure removal, oophorectomy and ablation on (B)(6) 2012). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, hydrosalpinx and uterine cyst outcome was unknown. And the abdominal pain had not resolved. The reporter considered abdominal pain, device dislocation, hydrosalpinx and uterine cyst to be related to essure. The reporter commented: the seriousness criteria ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on an unknown date, essure device were entering the endometrial cavity. There was fluid around the right device. And a uterine cysts 9x8 near the right device as well. Quality safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 21-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.